Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the account. The fse replaced the ict module and repaired a pump and manifold for the cuvette wash. The issue was resolved. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c16000 analyzer generated a sodium result of 171 mmol/l. The sample was repeated and a result of 137 mmol/l was generated. There was no report of impact to patient management.